Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Each individual valve is reported on a separate medwatch. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve (B)(4), the valve was positioned too deep requiring a second valve. A second valve (B)(4) was implanted but was inadvertently positioned too high and echocardiogram revealed severe paravalvular leak (pvl). A third valve was successfully implanted valve-in-valve resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.